Event description:
The customer reported that a sample barcode was misread while using the intermec wand reader. A field engineer was dispatched and system logs were analyzed. No death or serious injury was associated with this incident.